Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes no output o r capture, telemetry problems and it was suggested that defibrillation or electrocautery was used.